Event description:
A caller reported experiencing a cartridge alarm, specifically alarm 20, with their insulin pump. There was no adverse impact to the customer's blood glucose level. As the issue did not occur during the load process and the customer had reported cartridge alarms with consecutive cartridges, technical support confirmed a replacement pump would be sent to the customer. Although the customer's pump was under warranty, they were advised to use a backup insulin pump to ensure continuous insulin delivery. Additional instructions included putting the faulty pump into storage mode and returning it using a prepaid label provided by tandem. The customer was informed they would receive a replacement pump with updated software and instructed to program their settings and connect their continuous glucose monitor to the new pump.